Event description:
An ipp device was implanted on 2/23/96. A revision surgery was performed on 7/9/96 to add rear tip extenders. The pump and cylinders were removed from the pt on 10/22/96, due to inadequate length-too short, and replaced.